Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available omnipod software app version: data not available smartphone operating system: data not available smartphone hardware: data not available cgm sensor type: data not available *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been in an emergency room visit with hyperglycemia. The patient's blood glucose levels reached above 400 mg/dl. The pod was not worn at the time of the reported event. The pod's controller was not turning on and not charging, therefore, not being able to use a pod to deliver insulin. It was unclear how long prior to this event the controller issues began. Symptoms reported include headache and dry mouth. The patient was treated with unspecified intravenous (IV) fluids, painkillers and intermediate acting insulin. The patient was discharged from the emergency room the same day.